Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review the lot history of the subject product and it was found to be acceptable per release criteria.

Event description:
Dental assistant reported that while placing the temporary gingival cuff the implant came out of the site. Pt is reportedly fine.